Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the center pad of the blood sampling valve (bsv) is broken. The fse replaced the blood sampling valve, which resolved the issue. The repairs were verified per established procedures. (B)(4).

Event description:
While performing preventive maintenance the field service engineer (fse) found the blood sampling valve (bsv) center pad pin was broken on the coulter hmx analyzer with autoloader. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.